Manufacturer narrative:
This report has been identified as event five of b. Braun medical inc. Internal report number (B)(4). Six (6) samples were received for evaluation in regards to the reported issue of black particulate stuck to the inner membrane of the pump. Particulate was found in all six (6) of the returned samples. In three (3) of the samples with particulate one (1) piece of particulate smaller than 0.8mm2 was found, and this is within the product specification. In one (1) sample a piece of particulate greater than 0.8mm2 was found, and in two (2) other samples multiple pieces of particulate were found. These three (3) devices were found to be out of specification. All of the pieces of particulate were removed and sent for ftir analysis to determine the composition of the particulate. The results of this testing did not match any of the known substances within the production process, and could not be identified at this time. All of the particulate matter in the returned samples was found above the devices' eis filters. The eis filter can filter particles with the size of 1.2 m. All of the particulate found in the returned samples was >1.2 m, and would be filtered out by the eis filter. Based on the results of the investigation, no conclusions can be made regarding the cause of the reported event.

Manufacturer narrative:
This report has been identified as event five of b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts to receive the device involved in the reported incident are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: event 5 black particulate appears to be stuck to the inner membrane of the pump.